Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin was squirted out during manual prime process. Customer's blood glucose level was 138 mg/dl. Customer states they were unable to exit the preparing to prime loop. Customer states the rewind message occurred after an alarm. Customer stated that they were stuck in rewind. Customer was advised to hold down act until they receive second series of beeps or numbers appear on the display. Customer stated that they received second series of beeps. Customer was advised that the insulin pump will need to be replaced. Customer was advised to revert to back up plan per healthcare professional's instructions. Insulin pump will be returned for analysis.